Manufacturer narrative:
Event site postal code: (B)(6). UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that after inserting an intra-aortic balloon (iab) and initiating therapy, there was an "optical sensor malfunction" alarm. The optical sensor cable was reinserted, but the alarm reoccurred, so it was determined to be a defective product. The iab was in use for approximately 10 minutes. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.